Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation on her chest. The area was described as red and itchy and a "knick" under the garment clasps that was bleeding. The patient's doctor prescribed a cream. During a follow up, it was reported that the area under the garment and the irritation had improved.